Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported device issue. It was determined that the cause of the reported device issue was due to a failure of leg 11 of integrated circuit chip, designator u3 from the digital pcb assembly. The output from ic chip u3, leg 11 was tri-stated, causing no output from leg 6 of ic chip u23 on the analog pcb assembly. The customer was sent a replacement.

Event description:
The customer had returned their device to physio-control. During device evaluation, physio observed that the device had a service wrench icon in its readiness display and had logged several event codes into its memory. The device would not recognize ventricular fibrillation, and would not provide a defibrillation shock on a shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer had returned their device to physio-control. During device evaluation, physio observed that the device had a service wrench icon in its readiness display and had logged several event codes into its memory. The device would not recognize ventricular fibrillation, and would not provide a defibrillation shock on a shockable rhythm. There was no patient use associated with the reported event.